Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that as the surgeon was firing, the clips did not come out regularly. They were not in the applier jaws. The clips stuck at the tip of the applier. The clip had to be changed. The procedure was completed with another instrument and there was an extended or time of 100 minutes.